Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain like contraction") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue abnormally exhausting"), somnolence ("she was always sleepy"), eye disorder ("sensitivity in the eyes"), pruritus generalised ("itching over the body") and menorrhagia ("menstruations which lasted for 3 weeks"). The patient mentioned removal of essure. At the time of the report, the abdominal pain, fatigue, somnolence, eye disorder, pruritus generalised and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, eye disorder, fatigue, menorrhagia, pruritus generalised and somnolence with essure. The reporter commented: she reported that she was seeing a healthcare professional to find a solution to those symptoms which occurred after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.